Event description:
It was reported that the patient faced an event where patch did not stick to skin upon insertion on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.